Event description:
The MFR reported that during a bladder suspension procedure, the bladder was perforated. A foley catheter was put in place and the pt was discharged the following day with the catheter. The pt was readmitted in 1999 for removal of catheter. The residual volume after removal of the catheter was greater than 300 ml (two times), but the pt voided 500 mls around 2:00 p.m. Because of the distance from the pt's home to the hosp, she was admitted so that the residual volume could be checked the next day. Pt was discharged the following day in 1999.